Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 29 events were reported for this quarter. 7 devices were not available to stryker for evaluation. 4 devices were available for evaluation but have not yet been received. 18 devices were received for evaluation. 18 events were confirmed during testing. 3 devices were found to be affected by compromised lubrication. 15 devices were found to be affected by corrosion. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 29 malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Event description:
This report summarizes <noe> 29 </noe> malfunction events in which the device reportedly overheated. 26 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were not available to stryker for evaluation.      2 devices were not labeled for single-use. 2 devices were not reprocessed and reused. Device not returned.